Event description:
This lead with an unknown implant date was explanted on (B)(6) 2016 due to lead failure because of failed wire. The physician was dr. (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).